Manufacturer narrative:
Device has not (yet) been returned for analysis. Lot data not provided.

Event description:
The specimen could not be extracted from the needle. Bone marrow biopsy core stuck in needle and unable to send specimen, had to repeat biopsy.